Event description:
It was reported that it was observed, during the trialing process, that the two stems mentioned above had threads machined into them that would not fit the femoral and tibial component trials. The outside diameter of these threads were noticeably smaller than the inner diameter of the femoral and tibial component trials.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that it was observed, during the trialing process, that the two stems mentioned above had threads machined into them that would not fit the femoral and tibial component trials. The outside diameter of these threads were noticeably smaller than the inner diameter of the femoral and tibial component trials.